Event description:
The user facility reported after a patient procedure was completed, their 3085 sp surgical table began to tip with a patient on the table. User facility personnel stopped the table from falling over; however, the table fell on one of the employee's foot. No report of injury.

Manufacturer narrative:
A steris service technician arrived onsite to inspect the 3085 sp surgical table and that two rubber pads were missing on the table's floor locks. The table was installed in 2005 making it approximately 19 years old and is not under steris service agreement for maintenance activities; the preventive maintenance of the table is performed by steris under a service agreement. The 3085 sp surgical operator manual states (6-1), "3.3 check floor lock system; have qualified service technician adjust if needed. 6x per year" the technician made the necessary repairs to the floor locks, tested the table, confirmed it to be operating according to specification, and returned it to service. The device subject of the event was manufactured prior to UDI compliance; therefore, UDI is not applicable and was not included in the MDR. No additional issues have been reported.